Event description:
A healthcare professional reported that during an intraocular lens implantation (iol) an ophthalmic knife was found to be bunt. The procedure was completed the same day by using an alternate knife. There was no patient impact.this report relates to the fourth of six different event dates reported from the same facility. This report corresponds to the second of two events that occurred on the same day from the same batch number.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.the manufacturer internal reference number is: (B)(4).h.10 reflects all related report numbers associated with this product event that have been submitted at this time.